Event description:
Silicone gel implants were explanted 7/3/95. Right implant had rupture contained by scar capsule. Date of rupture unknown, as implants are 10 years old. Pt experienced capsular contractions within 6 months of implant in 1985.